Manufacturer narrative:
One cadd legacy 1 pump was received for evaluation. The event log was reviewed and there was evidence of the 1720 error code. A functional check was performed and the pump was visually inspected. The reported error code 1720 was confirmed. The pump was found to be displaying "1720" error code alarm message on power up due to a broken wire. There was no crack on the case but it was dented and missing a back label. The wire was re-soldered back into the back up capacitor and the issue was resolved.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump had an error code 1720 during testing. There was no patient involvement.